Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.

Event description:
Customer reported a button error alarm. The customer's blood glucose was 287 mg/dl. She treated her blood glucose with a manual injection. The customer also reported there had been a crack on her insulin pump for a year. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.